Manufacturer narrative:
The pump has been returned to animas for evaluation. A supplemental report will be filed when the evaluation is completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life based on the battery indicator on the display screen. The reporter stated that there weren't any low battery alarms in the device's history because the battery would be replaced before they occured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to fully tighten and the battery compartment was intact. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump's black box showed no evidence of short battery life. The pump was attached to an external power supply. The input voltage was lowered until the low battery warning threshold was reached, the battery icon showed one bar remaining. The voltage was increased and the battery life icon moved from one bar to three bars per normal operation. The pump's current draws were within specifications. There was no evidence of moisture contamination inside the pump. There was no evidence of intermittent contact with the battery cap.